Event description:
Five sets of bard lubri-sil i.c. Complete card -with bard hydrogel and bacti-gudard silver alloy coating- 100% latex-free infection control foley tray with bacteriostatic collection system malfunctioned; the balloon, after inflation with the sterile saline, did not remain inflated and fell out of the patients, requiring re-insertion of the foley catheter. Malfunctioning sets included lot #s: ngug0863 -x3 sets all with expiration date of 2013-02-, ngud1354 -x1 set with expiration date of 2013-02-, and ngug0862 -x1 set with expiration date of 2013-02-. Dates of use: through (B)(6) 2010.